Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: additionally, the patient demographics were provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a soft neuro tissue ablation procedure.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, there was minor tissue damage along the trajectory of the catheter near the lesion and that a mild hemiparesis was observed. It was noted that the post operative scans showed the damage and hemiparesis. It was noted that the patient recovered with no seizures. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Correction: event date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the hemiparesis was resolved with the patient recovery.